Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 130 alarms noted during testing. Pump error 130 not confirmed. Moisture damage was found on the motor and electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm and rewind the insulin pump. The customer performed displacement test and it failed. Customer states insulin pump was not exposed to a high magnetic field. The customer was advised to revert to the back-up plan. The device will be returned for analysis.